Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: d9, g2, g3, g6, h2, h3, h6, h10. The sample was returned for evaluation. The vyaire medical failure analysis technician was able to duplicate the reported issue. Cause was identified as failed xdcr pt802. The root cause is being investigated under (B)(4).

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that vela is alarming transducer alarm immediately when it was powered on. There is no patient involvement associated with this event.